Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during a knee scope the vapr 3 footswitch would not coagulate nor cut. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. The complaint device was received and inspected. Visual observation showed a lot of marks indicated that it was worn. Some areas of the device were peeled; also, the button was cracked and without its cap. The entire device was dirty and discolored. Finally, it was found that the connector pins were bent; therefore, cannot be connected into the pump. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. Since the functional test could not be performed, this complaint cannot be confirmed. The manufactured date of this device is 2016 and hence indicates this device is 4 years old. The possible root cause for the bent pins can be attributed to the heavy use while trying to connect and disconnect in the connection point. For the wear condition could be related to fair wear and tear due to age and use. However, it cannot be conclusively affirmed. As per (B)(4) it is important to ensure the maintenance, the footswitch cannot be sterilized. The footswitch surfaces can be cleaned with detergents and disinfectant cleaners according to standard hospital practices. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a knee scope procedure on (B)(6) 2021, it was observed that footswitch device would not coagulate nor cut. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.